Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but further information was unavailable per the facility. Because the product is unknown, thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
Following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. An unspecified time following the procedure the patient "decompensated and the family was slow to react". After some time the patient was intubated and started to improve. The patient was then moved to comfort care for unspecified reasons and the patient passed away. The physician does not believe the patient's death was related to the procedure as there were other complicating factors present at the time. However, the cause of death was not confirmed.